Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chipped adhesive of objective lens, chipped adhesive of light guide lens and corrosion in the pipe protecting forceps elevator wire. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped adhesive of objective lens, chipped adhesive of light guide lens and corrosion in the pipe protecting forceps elevator wire. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.